Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 299 mg/dl. The customer administered a manual injection. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing. Reportedly, the customer was able to prime the air bubbles out.